Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a right knee due to instability.

Event description:
It was reported that patient was revised on a right knee due to instability.